Event description:
It was reported that customer was admitted as an inpatient to a hosp for diabetic ketoacidosis. Customer stated that she will have her spouse bring in new reservoir and infusion set to continue troubleshooting.